Event description:
It was reported that during implant the coronary wire got stuck in the lead and the wire was unable to be removed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is part of a product surveillance registry clinical study.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.